Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the patient underwent tension-free vaginal tape placement by urethral sling, laparoscopic halban enterocele repair with pelvic adhesiolysis, and posterior vaginal colporrhaphy with placement of graft for the treatment of stress urinary incontinence, enterocele, rectocele and previous pelvic surgery.

Manufacturer narrative:
Reference number: (B)(4). Exemption number: e2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). Bard's tracking number: (B)(4).

Event description:
Additional information received, indicated that cystoscopy was also performed during the procedure on (B)(6) 2001. The operative findings were pelvic adhesions.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced pain, unspecified urinary problems, unspecified bowel problems, recurrence and dyspareunia.